Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient stated that the site area was impacted which led to bent cannula and experienced high blood glucose and treated with multiple daily injection event on (B)(6) 2026.